Event description:
Following a ptca/radiology/stent procedure in 2003, a vasoseal es was deployed. The pt had two previous catheterization procedures and received vasoseal es and vhd twice in 2003, the same month. 1 day after procedure the pt developed pain and tingling in the right lower extremity with loss of pulse. The pt was transferred to another hospital for a runoff 3 days later. The runoff showed a large thrombus in the right femoral artery and popliteal. The pt was taken to surgery 2 days later for an embolectomy of the right common femoral artery, popliteal and tp trunk. The physician stated in the operative report that three organized clots were removed. No mention of collagen being removed from the leg was noted. The pt was recovering well at the time of this report. No further complications were reported.